Manufacturer narrative:
Pump received with no button error alarm noted. All buttons functioned properly however, unit had moisture on keypad traces. Pump received with cracked lcd window, cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners. (B)(4).

Event description:
The customer reported via phone call that her son's insulin pump alarmed button error and is unable to clear the alarm. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for button error. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.